Event description:
Customer reports the appearance of a scorch mark on the plastic near the connector pins inform meter. No adverse event reported. Replacement device was sent. Manufacturer's first level investigation confirmed melting/burning on the 3rd connector pin.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.